Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the spo2 readings are 10 percent lower than readings on a different monitor. No known impact or consequence to patient.